Manufacturer narrative:
"An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. " ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is fmi (B)(4).

Manufacturer narrative:
(B)(4). Per distributor, (B)(4): sequential watchdog interrupts were shown on the error log. The acb (anesthesia control board) was replaced to resolve the reported issue.

Event description:
The distributor reported that, during patient use, there was an red screen, system fault ¿ complete lockup. There was no reported patient injury.